Event description:
The customer reported that during use of this shaver blade to perform an arthroscopic wrist procedure, the tip of the blade broke and detached from the inner tube. The user retrieved the detached tip with the use of forceps and the procedure was completed as intended using another shaver blade. There was no reported patient injury related to this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this device for evaluation and confirmed that the tip of the inner tube broke and detached. Further evaluation found galling on the outer tube. Based on the physician damage of the device, this type of failure is indicative of the application of excessive lateral force during use or that the blade tip came in contact with an object harder than itself during use.